Event description:
It was reported that patient's implantable neurostimulator (ins) had moved up from the right butt cheek to the t12, l2 area and was "resting on her spine." The patient only used the device for a year as the leads had been "bugging her sciatic nerve." The patient also felt numbness in her feet and tingling in her hands. She had pain around the device for the past two years. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # j0455453v, implanted: (B)(6) 2005, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3093-28, lot # j0511589v, implanted: (B)(6) 2005, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).